Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g2, g3, g6, h2, h6, h10, h11. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, and no pictures were provided; therefore, a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the journal article, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). 1.2 b: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Midterm functional outcomes and survivorship of oxford cemented medial unicompartmental knee arthroplasty: a comprehensive analysis of the indian scenario rajani am, mittal ar, shah ua, kulkarni vu, dubey r. Et al.2025 journal of clinical orthopaedics & trauma, volume 68, 103115 https://doi.org/10.1016/j.jcot.2025.103115. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
A journal article was retrieved from journal of clinical orthopaedics and trauma (2025) that reported a study from india. The purpose of the prospective study was to assess the midterm functional and clinical outcomes, long-term survival, and complications of cemented oxford unicompartmental knee arthroplasty (uka) in indian patients with isolated amoa and to analyze the factors influencing its acceptance and success. The study reviewed 180 patients, 191 knees. All patients underwent primary, oxford, cemented, mobile-bearing medial uka, operated upon by a single, senior arthroplasty surgeon, who had been trained and certified in oxford uka. Surgery was done in hanging leg position under spinal anesthesia (both unilateral and bilateral), and tourniquet control. The indication for surgery was knees diagnosed clinically and radiologically with isolated amoa. The study population had a mean age of 62.19 years at time of surgery (range: 44 to 78); 66 males and 114 females. Follow-up was conducted at 2 weeks, 4 weeks, 6 weeks, 3 months, 6 months, 1 year, 3 years, and 5 years post-surgery. No further event information is available at the time of this report. The study reported that three patients had unexplained pain that continued for over one year. The treatment provided for the pain was nsaid, teriperatide.